Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was powering off after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed evidence of power reboots. There was no physical damage observed to the returned battery cap or battery compartment; the returned battery cap fastened securely and held power to the pump. The pump was exercised for 24 hours with returned battery cap; no intermittent power issues were duplicated during the duration test. The pump was still delivering at the conclusion of testing. The battery cap width and height measurements were within specifications. Unrelated to the complaint, evaluation revealed the display screen was discolored. A test screen was inserted and was found to function properly with no visible signs of discoloration. There was no internal moisture damage or intermittent connections observed inside the pump. The reported power issue was not duplicated during the investigation.